Manufacturer narrative:
The reported glidescope titanium lopro t4 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the reported titanium lopro t4 and confirmed the reported image failure. The device passed visual inspection; however, when connected to known, good, test verathon equipment, no image was obtained. Upon completion of the evaluation, the device was scrapped and the customer was provided a replacement glidescope titanium lopro t4 reusable laryngoscope. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, there was no image on the screen at all. No delay in the procedure, use of a backup device, or harm to the patient was reported.